Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgement. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement caused by twiddler's syndrome. The patient was undergoing an ablation and as the device was checked, high impedance measurement were noted and discovered the dislodgement through fluoroscopy. No additional adverse patient effects were reported.